Manufacturer narrative:
Insulin pump received with missing segments due to cracked lcd zebra connector.

Event description:
Customer reported via phone call that the insulin pump had a line of dead pixels. The customer¿s blood glucose was unknown. The troubleshooting wad not performed. The product will be returned for analysis.